Event description:
Related manufacturer reference number: 2017865-2022-21348. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). The ICD was explanted and replaced in a procedure on (B)(6) 2022. During procedure, it was noted the atrial lead had insulation damage. A repair kit was used to address this and restore normal parameters. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing was confirmed. Tech services reviewed the device image and confirmed oversensing occurred and that the device behaved as programed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.